Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital, address is (B)(6) hospital, city name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as pneumatic interface leak test fail. No patient involved.

Manufacturer narrative:
Due to character limit in e1 block: event site address: (B)(6). A getinge field service engineer fse evaluated the unit for the reported malfunction. The fse stated that the pim leak test failed. The connection was checked and the test was performed again but the value was outside the specified value. The fse replaced the safety disk. The fse performed all tests and calibrations according to protocol. The failure analysis and testing dept received part with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the procedure. Failed leak test with membrane differential pressure at minus 20 mmhg. Possible cause is wear and tear. Retaining the part in the failure analysis and testing department per procedure

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, d5, e4. Due to character limit in e1 event site address is (B)(6). A getinge field service engineer performed all manifold tests during maintenance inspection. The leak diff parameters value of the pim tests was -63mmhg, so it failed. The connection was checked and the test was performed again, but the value was outside the specified value, so the safety disk was replaced. The measured value after replacement was good. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service. For complaints where the membrane diff parameters (mmhg) test fails and safety disk was replaced. The root cause identified for this failure is as follows: clamping force developed at the bolts of the safety disk causes the diaphragm membrane material to creep towards the inner section of disk. This excess material forms folds that trap small volumes of gas during pumping. The degree of material creep and therefore the size of the fold may be affected by clamping force as well as temperature.¿the root cause is the design of the bolted safety disk. Pneumatic module interface leak test is performed to check the performance of the pneumatic interface module and ensure that the module is performing per accepted tolerances. The pim tests include four (4) sub test that measure the following parameters of the safety disk ¿ ¿time to pressure vent (sec)¿, ¿time to vacuum vent (sec)¿ ¿leak diff prs. (Mmhg)¿ and ¿membrane diff prs. (Mmhg)¿. The acceptable levels for the above-mentioned parameters are as follows: time to pressure vent (sec) ¿ 4 seconds time to vacuum vent (sec) ¿ 4 seconds. Leak diff prs. (Mmhg) - ±10 mmhg. Membrane diff. Prs. (Mmhg) - ± 6mmhg. If any of the parameters above are not within the acceptable range, the pim test fails.

Event description:
It was reported that during maintenance inspection the cardiosave intra-aortic balloon pump (iabp) had an issue as pneumatic interface leak test fail. No patient involved.